Event description:
It was reported that during procedure, the wires are different. Additionally, it was noted that the sleeve was detached. The procedure was completed using an alternate device and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detachment of device or device component.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of sleeve detachment of device or device component. Block h11: the sensor wire did not return for analysis, but media analysis was performed and it was observed that the customer provided media of two different devices and pouches. With the available information, boston scientific concludes that the reported event of sleeve detached was not confirmed. The media show a comparison between two different wires, but the damage to the detached sleeve is not visible. The most probable cause of the reported issue cannot be established due to lack of evidence. Based on the information available and investigation results, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during procedure, the wires are different. Additionally, it was noted that the sleeve was detached. The procedure was completed using an alternate device and there were no patient complications reported.